Event description:
The nurse who was operating the machine noticed there was a leak in the tubing that connected to the insufflation machine. The tubing was replaced and the surgery continued without an issue. At another time following this event tubing from the same lot # box had the same issue; leak in tubing. The box was removed and our hospital will report the issue to the company as well as look to get product replaced.what was the original intended procedure?laparoscopic cholecystectomy.device #1is this a laboratory device or laboratory test?no.